Manufacturer narrative:
The device has not returned for evaluation, however, photographic evidence has been provided. The attached photograph shows the bur is not attached to the shaft, as shown on the packaging. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been a total of two complaints, regarding two devices, for this device family and failure mode. (B)(4). Per the instructions for use, the user is advised the following: conmed encourages the inspection and/or testing of all medical equipment prior to use to ensure all devices are functioning as expected. This issue will continue to be monitored through the complaint system to assure patient safety.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The sales representative reported on behalf of the customer that the, hps-hb12, device was being used during surgery on (B)(6) 2020 when "bur detached from shaft. Patient was not harmed. Surgery completed." Upon further assessment, all pieces were retrieved from the patient. The procedure was completed with an alternate same-like device. There was no report of injury/impact to the patient /user. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.